Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient had their implant replaced because it was not addressing the pain symptoms in their left knee. Pt wanted to let the manufacturer know that they went to a physician and they put a different battery in by a different manufacturer. Patient noted they had 2 [unrelated] herniated discs above their spinal fusion and the healthcare provider (hcp) wanted to put a high frequency battery in or something like that. Patient stated the new device was helping because their whole left leg was hurting so badly, but now they are feeling relief. Agent sent an email to repair requesting a fedex return label be sent. Agent sent prs an update that the pt was explanted. Pt verified their managing hcp.